Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. We were unable to perform all functional test due blank display noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a blank display. The customer's blood glucose level was 16 mmol/l. The customer performed troubleshooting, however the device still did not function. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.